Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the medical assistant went to push the vaccine through the syringe, the fluid came out at the base of the syringe and rolled down the patient's arm. The medical assistant was confident that the end of the syringe had no opening, and the patient did not get any of the medicine. The event occurred while in use with patient. There was no medical intervention required. The outcome of the event was resolved; they used another product. There was patient involvement and no patient harm reported.

Manufacturer narrative:
One used sample was received for evaluation. Visual inspection observed a crack at the luer basses knit line. Functional testing was able to confirm the reported problem. The root cause was unable to be established.